Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported while tubing was being flushed with premeds and saline it was noted the tubing separated at the drip chamber. The infusion was stopped. A new bag of saline and tubing was connected to the patient. No patient harm was reported.

Manufacturer narrative:
Correction initial reporter address.